Event description:
It was reported that the user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas while the dexcom app continued to display glucose readings, indicating the sensor and transmitter were functioning and that the issue was limited to connectivity with the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and no medical intervention. User support included guided troubleshooting and education, including toggling bluetooth, restarting the devices, and re-entering the transmitter pairing code to reinitiate the pairing process. Investigation of this case revealed a communication interruption between the cgm and the ilet consistent with a connectivity pairing issue, with no evidence of sensor or transmitter malfunction based on continued data in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity disruption likely related to pairing or signal conditions.